Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral/umbilical hernia. It was reported that after a procedure where this device was implanted, the patient experienced mesh failure, infection, adhesion removal. The mesh was removed three years after original implant. During the procedure, a deep abdominal wall mass of 4cm granulation tissue and mesh was found and excised.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ve ntral/umbilical hernia. It was reported that after implant, the patient experienced mesh failure, infection, abdominal wall mass and adhesions. Post-operative patient treatment included revision surgery and excision of a deep abdominal wall mass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.